Event description:
It was reported that during a laparoscopic sterilization case, the seal from the trocar fell out into the patient's abdomen. A second trocar was opened and the same thing happened. A third was then opened and that one worked.